Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. H3 other text : device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated device, a suprarenal aortic extension, and a limb extension. The physician felt the implanted bifurcated device had slipped or that there was not enough overlap. The physician elected to implant two infrarenal aortic extensions. No endoleaks were seen post implant. No injury was reported to the patient.

Manufacturer narrative:
Based upon the investigative findings, the reported event has been inconclusive. No images/records were provided, except for an angiogram post the bridge stent, which confirmed the final result showing an approximate 4 cm overlap post additional stent with no apparent endoleaks. The device remain implanted in the patient and were not available for evaluation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported event could not conclusively be determined.